Event description:
The pump was returned for investigation. Investigation revealed a damaged keypad flex, contamination under keypad button contacts, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Investigation of keypad button responsiveness could not be completed due to a damaged keypad flex. The keypad cover was removed and contamination was found under all key contacts. The display screen text also appeared dim and discolored. Unrelated to the issues, the keypad cover was peeling, exposing all key contacts. The contrast keypad button contact was missing. (B)(6).